Event description:
It was reported that this patient delivered 5 rounds of inappropriate anti-tachycardia pacing (atp) and 6 inappropriate electric shocks due to an episode of atrial arrythmia. Device reprograming was suggested. No additional adverse patient effects were reported.